Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician suspected that the right ventricular lead had perforated the patients cardiac tissue causing a cardiac tamponade during the implant procedure. The patient deceased the same day. The cause of death was unknown. No additional information was available at this time.